Manufacturer narrative:
It was reported that the patient was undergoing a first metatarsal osteotomy on the left foot. The facility contact stated that during the procedure the #15 knife blade broke into 2 pieces. Once piece on the knife handle and one piece in the patients left foot. Both pieces were completely retrieved. An x-ray was performed on the patients left foot and no blade piece was noted in the patient's foot. The patient is reportedly doing fine. The device was discarded in the sharps container and is no longer available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable incident. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient was undergoing a first metatarsal osteotomy on the left foot and the blade broke into 2 pieces requiring manual removal of the blade from the surgical site.